Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the large hem-o-lok clip applier instrument would not articulate correctly. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have grip input disk #7 completely detached from the housing. Other backend components adjacent to the broken inputs did not show damage.